Event description:
A balloon burst on the first inflation at four atmospheres during a femoral angioplasty of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facilty. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co's f/u indicated this device was used in a calcified lesion, co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."